Event description:
Clinical history: pt was a female of unk weight; arrythmia of unk kind. Procedure: very limited info known. This event was discovered by a spnc sales representative after reading a news article. The newspaper article entitled "seeking relief from medical device makers" described a female who had a history of an ICD with a sprint fidelis lead. Pt's md advised pt of lead removal secondary to "three inappropriate shocks". Spnc representative contacted the md involved in the case and the md did confirm spnc laser and device(s) were utilized in this case. The hospital would not comment further of the details of the case nor would the physician. Pt outcome: initial svc tear. Pt reportedly expired 8 months later in late 2008. Exact cause of death is unk. Failure analysis: no devices were returned proceeding the case. The md reported to the spnc sales representative that the laser nor the devices used were to blame for the pt's injury.